Manufacturer narrative:
The thermogard ivtm console (sn: (B)(4)) was evaluated by zoll service at the customer site. The reported complaint of thermogard console (sn: (B)(4)) did not recognize the air trap and displayed "check air trap" error message was confirmed during the functional testing. The root cause of the reported complaint was the defective air trap sensor block, as a result of a defective component. During visual inspection, there was no physical damage observed on the ivtm thermogard console. The event log review showed no significant discrepancies. The initial functional test failed as the thermogard system could not recognize the air trap; thus, confirming the reported complaint. No traces of saline were observed on the air trap sensor board that could have contributed to the reported issue. The defective air trap block assembly was replaced to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During device check, the thermogard xp ivtm system (sn: (B)(4)) did not recognize the air trap and continued prompting "check air trap" error message even after the air trap was removed. No patient involvement.